Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that the catheter was bent at the tip near the eyelets. This does not meet the specification "tips to be straight relative to shaft. Transition between the shaft and tip must be smooth; ridges, lines or gouges not permitted." Per ip7601621, revision 17. A potential root cause for this failure could be ¿incorrect setup¿. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:[warnings]1. Method for use(1) do not inflate the balloon in the urethra. [The urethra may be injured.](2) do not pull the catheter hard. [The bladder/urethra may be injured.]2. Applicable patients·patients with delirium who might pull out catheter [when patient tugs atcatheter unconsciously, the bladder and urethra may be damaged.][contraindications]1. Method for use:(1) do not reuse.(2) do not resterilize.(3) this device contains 10% povidone-iodine. For patients with past history ofallergic hypersensitivity to povidone-iodine or iodine, consider usingalternative disinfectants.(4) be careful that the catheter is not exposed to ointments, contrast medium oroil-based lubricants (including vegetable oils such as olive oil, mineral oilssuch as white petrolatum and animal oils). [They may damage the device andmay burst balloon.](5) do not hold the device with forceps, etc. Avoid contact with any blades orsharp-edged instruments. [Catheter damage may cause balloon rupture andaccidental balloon removal or failure to deflate or remove the balloon.]2. Applicable patientspatients with known allergy to silver coated catheter."h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the tip of the catheter was found to be bent before use. Hence, the product was not used on patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the catheter was found to be bent before use. Hence, the product was not used on patient.